Event description:
When the device was used in low anterior resection, the staples formed correctly and there was hemostasis. When inserting a competitor's circular stapler, the staple line opened up dislodging the staples. Subsequently, the surgeon repaired the "otomy" using sutures. The surgeon found one staple from the field that was not formed at all. The procedure was completed using a competitor's device. There was no other reported pt consequence.